Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels between 280 mg/dl and 360 mg/dl. The cause of the high bgs suspected to be the pump. To attempt to resolve the issue the customer changed out infusion sets and delivered manual injections.